Event description:
It was reported that approximately 2 weeks post op, patient begin having pain and numberness down right leg. Approximately 3 months post op, patient reported having back pain and x-rays showed that the right s1 screw was broken. Revision surgery was performed one week later. Approximately 7 months post op, patient is reportedly still having pain, but a follow-up MRI showed no residual neural compromise or complication. Patient was advised to continue pain management and seek possible referral to physiatry. Doctor did not acticipate any future need for surgery.